Event description:
It was reported patient underwent a revision procedure 14 months post implantation due to loosening of the baseplate. Heterotopic ossification and anteversion of the glenoid component were also reported. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: implants were well positioned post procedure with radiolucency noted around the screws. The implant position remain unchanged in the weeks following the procedure with no loosening or fracture of implant or bone. Heterotropic ossification was noted approximately 6 months post procedure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Patient's year of birth: (B)(6). Concomitant medical devices: item# 0104223042; lot# 2967413; anatomical shoulderâ¿¢ reverse, screw system, 4.5-42; item# 0104223036; lot# 2975326; anatomical shoulderâ¿¢ reverse, screw system, 4.5-36; item# 00434903611; lot# 64107257; glenosphere 36 mm diameter; item# 00434900813; lot# 63202642; humeral stem 8 mm stem diameter 130 mm stem length; item# 00434903600; lot# 63761005; poly liner plus 0 mm offset 36 mm diameter; item# 66017747; lot# 90624788; palacos cement. Foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a reverse shoulder arthroplasty. Subsequently, the patient is being considered for a revision due to loosening of the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product not returned.

Event description:
It was reported that the patient underwent an initial procedure on an unknown date. Subsequently, the patient was revised due to loosening of the baseplate. Heterotopic ossification and anteversion of the glenoid component were also reported. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.